Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "compressor fault-2001 " error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was returned to zoll medical corporation for evaluation. The customer's report of self-check fault 2001 alarm and concern about metal shavings being ejected from the device was unconfirmed during evaluation. The 2001 alarm was noted in the device logs; however, it could not be reproduced during testing, and no metal or foreign material was observed. The device passed all functional, stress, and calibration testing with a known good test setup. Inspection identified a small amount of non-metalic dust within the flow screens, which were replaced as a precaution. A fault 2001 alarm can occur due to temporary communication interruptions, setup conditions, or external factors and is not necessarily indicative of device malfunction. The exact cause of the reported event could not be determined. The device met all performance specifications following evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device stopped ventilating and displayed an unknown compressor failure message. Complainant alleged they observed foreign contamination while treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.